Manufacturer narrative:
Corrected b5 statement. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Clarification needed to state that patient was experiencing pain and shocking sensations at the ipg site, the ipg was not superficial and patient did not lose weight.

Event description:
It was reported the patient lost weight, causing the ipg to be superficial. The patient experienced pain due to the issue. Surgical intervention was undertaken during which the ipg was explanted.